Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter: I would just say that the needle was difficult to operate and was unable to deliver medication.

Manufacturer narrative:
H6: investigation summary customer returned (2) open 32gx4mm bd pen needles without tear drop labels or inner shields attached. The customer reported that needles bend when taking injection, and numbers have been high because she¿s not getting a full dose. The samples were examined, and it was observed that the patient end (pe) cannula on both pen needles was angled to one side. Neither sample was able to expel properly when tested for flow using a test pen injector. The damage to the pe cannula would prevent proper flow through the pen needles, hence, the customer would think they are not receiving a proper dose. Since both samples were returned after use, the probable cause of the bent pe cannulas is user related. The cause could not be traced to manufacturing. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The pe cannulas were bent after the user handled the pen needles.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter: I would just say that the needle was difficult to operate and was unable to deliver medication.